Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a reciproc blue files, 6x, sterile file broke during use. The outcome of the event is unknown as of this MDR evaluation. Further information and product requested.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the device for evaluation. Multiple unsuccessful attempts were made to obtain the patient outcome. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Therefore no product and DHR investigation possible - root causes are unknown. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.